Event description:
It was reported that a novum iq large volume pump alarmed system error 21513 during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and there was no downstream occlusion alarm during the tests. A review of the event history log revealed a 21513 uso sensor failure alarm. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was undetermined; however, upstream occlusion sensor block will be replaced as a precaution. Should additional relevant information become available, a supplemental report will be submitted.